Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The system was inspected, which included all components, powerlines and internal connections. An electrical safety check was performed as per the protocol, and it was all within the limits. A damaged rubber hull on the blue fiber cable was found and was to be replaced as a preventive action. There were no additional defects or limitations noticeable. The system was noted to be fully functioning and could be used without limitations. The system was tested and verified as ready for use.

Event description:
It was reported that after a da vinci-assisted procedure, a staff member experienced a shock while standing on a wet floor and cleaning the blue fiber cable on the patient side cart (psc) and the vision side cart (vsc) with a wet cloth. The staff member was seen and monitored on a stretcher in the recovery room for approximately 30 minutes, during which an ECG was performed. Hemodynamically, the patient was stable but reported a "tingling sensation in both arms." Clinically, the staff member remained stable except for the initial persistent paresthesia in the arms. There are no long-term complications expected.

Manufacturer narrative:
Additional information: a review of an image provided by the customer was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). According to the cde, the image shows a small hole in the exterior sheath of the blue fiber cable. The blue cables are fiber optic and do not carry any current. There are metallic components within them that could potentially conduct electricity from an outside source if it makes contact with the exposed metal components (this is unlikely if the cleaning person was just cleaning the blue cable) or there could have been a buildup of static electricity due to the cleaning persons clothing, cleaning rag, the blue cable, etc. Which could have discharged in the wet or environment. Updated sections h2 and annex codes g and b.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. A review of the site's system logs for the reported procedure date was conducted and revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause is attributed to the user handling the blue fiber cable with a wet cloth, causing electricity from the blue fiber cable to transmit through the wet cloth to the user. The intuitive surgical, inc. (Isi) field service engineer (fse) confirmed there were no issues with the da vinci system.

Event description:
Refer to h11 for follow-up information.